Manufacturer narrative:
H3: product analysis of the nim console found that screen froze and then the unit shut off on its own. The eic board was faulty. The unit also needs software update. Product analysis of the nim patient interface (serial: (B)(6) found that there was no fault. Product analysis of the nim patient interface (serial: (B)(6) found that there was no fault. H6: previously applied codes fdm b21, fdr c21, fdc d16 and img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, when booting up the system, it displayed that the software needed to be updated, and it would not recognize the pins and then the screen became unresponsive and turned off on its own. Both wired and wireless options were tried but the issue was not resolved with repositioning or troubleshooting. The procedure was completed using a different machine. There was no patient impact.